Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint drug-eluting stent was implanted in the rca. During a staged procedure another endeavor sprint drug-eluting stent was implanted in the lcx. Approximately 1 year and 2 months post index procedure, patient death occurred. Cause unknown. The investigator assessed that the event is not related to the study device and it is unknown if it is related to the anti-platelet drug.